Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse reviewed time graphs of the list mode data, flow check, flow set and found all to be ok. Fse also check ss mask and it is at correct position, ran multiple flow check and no error or warning observed. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported a side scatter amp board warning with a corresponding change to the ss pattern as observed on the 45/ss plot on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.